Event description:
It was further reported that in (B)(6) 2013, the target lesion was located in the lmca extending to ramus, which were stented using a single 3.00x16mm promus element plus stent instead of previously reported two stents. Additionally, a non-target lesion located in the proximal lad was treated with a balloon angioplasty.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
(B)(4). Same case as MDR ID#: 2134265-2013-04557. It was reported that following a coronary artery stenting treatment procedure, myocardial infarction (mi) and in-stent restenosis occurred. In (B)(6) 2013, the patient presented due to unstable angina and myocardial infarction, and was referred for cardiac catheterization. The 1st de novo target lesion was located in the left main coronary artery (lmca) with 90% stenosis and was 6mm long with a reference vessel diameter of 3mm. The target lesion was treated with pre-dilation and placement of a 3.00x16mm promus element plus stent, with 10% residual stenosis following post-dilation. The 2nd de novo target lesion was located in the ramus intermedius (ramus) with 95% stenosis. The target lesion was treated with pre-dilation and placement of a 3.00x16mm promus element plus stent, with 20% residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2013, elevated troponin values were observed indicating a myocardial infarction. 99% stenosis was noted in the ostial left circumflex artery (lcx), which was treated with balloon angioplasty and placement of a 3.0x16mm promus stent with 0 % residual stenosis. Additionally 50% in-stent restenosis was noted in the ramus, which was treated with balloon angioplasty with 20% residual stenosis. The subject was also diagnosed with pulmonary edema and hyperkalemia. The events were considered as resolved and the patient was discharged. About a week later, elevated troponin values were observed indicating a myocardial infarction. 95% stenosis was noted in the right posterior descending artery (r-pda), which was treated with placement of a 2.25x20mm promus stent. The event was considered as resolved and the patient was discharged. In (B)(6) 2013, the patient presented due to angina pectoris and was hospitalized on the same day. Elevated troponin values were observed indicating a myocardial infarction. 99% focal in-stent restenosis was noted in the ostial lcx, which was treated with balloon angioplasty and placement of a 3.0x28mm non-bsc stent with 0% residual stenosis. The event was considered as resolved and the patient was discharged. One day post-discharge, the patient was readmitted due to chest pain which was diagnosed as myocardial infarction. In (B)(6) 2013, 90% stenosis was noted in the proximal lcx, which was treated with balloon angioplasty and placement of a 3x22mm non-bsc stent with 0% residual stenosis. Additionally 80% in-stent restenosis was noted in the ramus, which was treated with balloon angioplasty with 10% residual stenosis. The event was considered as recovering.